Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The damaged safety slide clamp was identified during visual inspection. The cause of the condition was not determined. The safety slide clamp assembly was replaced to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety slide clamp. No additional information is available.